Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect analyzer generated reactive (B)(6) results which were confirmed with blot testing. The sample was rerun and was negative and tested again and was positive. The negative results were questioned. There was no report of impact to patient management.